Event description:
It was reported there was an error message when using analyzer. The analyzer was in a constant loop and would not return to normal operation. The medtronic field engineer will re-seat the analyzer and run the programmer service disk in an attempt to clear the error. The programmer remains in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.